Event description:
It was reported the patient had stimulation in the wrong location and they felt stimulation in the leg and the stimulation hurt where their implantable neurostimulator (ins) was located. It was noted this had gone on for some time and the patient stated about six months. It was stated the patient had trouble with leakage and incontinence and they wore a heavy pad. The patient changed from program 2 to program 3 to program 1. It was noted the patient had ¿pain¿ at the ins site on both programs 1, 2 and 3. The patient did state that usually it would go away and they had their stimulation at a more comfortable level at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v556131, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v556131, implanted: (B)(6) 2011, product type lead. (B)(4).